Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Review of the transmission revealed lead noise on the right ventricle lead. Physician decided to monitor the lead. The patient did not experience any symptoms.

Event description:
New information noted that the patient's right ventricular lead was capped and replaced on (B)(6) 2019 for over-sensing. The patient was stable post procedure.